Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11. Corrected fields h6 type of investigation component codes investigation findings investigation conclusions e1 event site state. Additional initial reporter name (B)(6). Nurse needed support with a gas loss alarm that was still alarming in the background. The troubleshooting completed was unsuccessful. They verified there was no presence of blood or discoloration in the helium tubing. All tubing and connections were secure free from kinking and connected appropriately. Esp personnel explained the troubleshooting steps and had the nurse perform a fill and press start which resolved the alarm and resumed therapy. Nurse reported that during patient movement to place on a bed pan the heart rate increased and the patient experienced nausea with gagging after which the alarm activated. Esp personnel reviewed the nature of the alarm and suggested it was likely triggered by the clinical scenario. Esp personnel encouraged the nurse to call back if the gas loss alarm becomes more frequent so further troubleshooting can be performed. The nurse expressed gratitude for the support.

Event description:
Na.